Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve gastrectomy procedure, incomplete stapling and shearing without clear cut line. Bleeding of the section. Clips were placed. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p55548 the analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.